Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 failed patient side occlusion. Technical support-- 1. Clear the occlusion. 2. Using the applicable maintenance software: a. Perform the patient side occlusion test. B. Perform the calibration and/or replace the pressure sensor. 3. Return the module to the factory. Michael will replace a new test IV set and run patient side occlusion test again. If the problem still exist, he will call back. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 25jul2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the lvp 8100 failed patient side occlusion test during preventive maintenance. Both bottle side and patient side pressure sensors were replaced but it did not resolve the problem. The biomed replaced with a new test IV set. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp 8100 failed patient side occlusion test during preventive maintenance. Both bottle side and patient side pressure sensors were replaced but it did not resolve the problem. The biomed replaced with a new test IV set. There was no patient involvement.